Event description:
It was reported that the right ventricular (rv) lead had high threshold and decreased r wave. During revision attempt, the helix could not be retracted, but the lead was eventually explanted and replaced by physically turning the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.